Event description:
Facility alleges blood leak during dialysis. Tech reports fiber leak ocurred during 4th use. Pt restarted with new dialyzer. Estimated blood loss 100 cc. No further problemss, no pt injury reported.